Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons disintegrating inside her [device breakage]. Case narrative: relative reported via email that the tampons were disintegrating inside her daughter. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons disintegrating inside her [device breakage]. Case narrative: relative reported via email that the tampons were disintegrating inside her daughter. No injury was reported.